Manufacturer narrative:
The reported complaint was confirmed during review of the thermogard console's event log. The wire harness between pic16 pca board and danfoss board was loose which led to insufficient contact and caused the console to prompted tcmid:02 (ce danfoss error). It was determined that the root cause of the reported issue was due to loose wire harness. The wire harness was replaced to remedy the reported complaint. After part replacement, the console passed all functional tests and ready for clinical use. No physical damage on the thermogard console observed during evaluation. Review of the event log retrieved from console revealed tcmid:02 error message. Thus, confirming the reported issue. The thermogard xp ivtm system is a reusable device and was manufactured on 22 april 2013. Historical complaints were reviewed for service information related to the reported complaint and there was no similar reported complaint for thermogard xp ivtm system serial number (B)(4).

Event description:
As reported, the thermogard xp ivtm system (sn (B)(4)) displayed error tcmid:02 (ce danfoss error) message on the panel screen. No known impact or consequence to patient.